Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display. The line through display complaint could not be duplicated. Unrelated to the display screen, the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. A test battery cap was able to fully tighten until the o-ring was seated and cap was flush with the pump case. There was no observed issue with a loss of power. There was no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.